Manufacturer narrative:
Eval is still in progress. The MFR is still attempting to obtain add'l info from the reporting facility regarding the specific details of the other devices used at the time of the malfunction as well as info about the use of the adapter. Reporter initially stated an incident report would be provided to the MFR but has since refused to provide the report. The product in question is an adapter that is used as a component part of this medical device. The adapter is not a finished medical device per the definition in 21 cfr 820.3(1). In the clinical situation described by the reporter, the likelihood of serious injury to a pt is remote. The medical devices that connect to the adapter are fitted with various features to ensure proper delivery of the gas (in this case, oxygen) to the pt. Ventilator alarms such as low pressure and low oxygen are common place and oxygen saturation monitoring are the standard of care as a further back-up in this pt scenario and therefore, in situation such as this, death or serious injury would require the failure of the therapeutic and monitoring devices that connect to the adapter.

Event description:
It was reported that a chemetron adapter malfunctioned when the main shaft of the adapter came out of the adapter base plate. The adapter was connected to a hose assembly that had been disconnected from a wall outlet and connected to an e-cylinder. The hose assembly was then connected to a ventilator. The reporter stated that the pt desaturated and the ventilator was hooked up to another device and the pt was ok.